Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results for two (2) patients involving the access 2 immunoassay system serial number (B)(4). The first patient's (designated as patient two (2)) sample was retested twice on the same access 2 immunoassay system and lower access accutni+3 results, within the laboratory's normal reference range, were obtained. The second patient's (designated as patient three (3)) sample was retested in triplicate on the same access 2 immunoassay system and lower access accutni+3 results, within the laboratory's normal reference range, were obtained. The sample from patient three (3) was also tested on an alternate methodology (abbot I-stat) and a lower result was obtained. The original elevated results were not reported outside of the laboratory. There was no change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 results obtained. MDR 2122870-2015-00324 will address the non-reproducible access accutni+3 result obtained on (B)(6) 2015. Quality control (qc), calibration, and system check were performing within assay and instrument specifications. The sample from patient three (3) was collected in a lithium heparin gel tube and centrifuged for ten (10) minutes at 3500 rpm (revolutions per minute) and room temperature in a swing-bucket centrifuge. No sample integrity issues were noted by the customer. The customer did not provide any sample processing information for patient two (2). A beckman coulter (bec) field service engineer was dispatched to assess the instrument's performance.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse found air bubbles in the wash pump and tubing for one of the dispense probes. The fse replaced the wash valve components including the stator, rotor and seal. After the repairs were completed all verification testing passed within published performance specifications. In conclusion, the cause of the non-reproducible troponin I (access accutni+3) result is due to hardware malfunction of the wash pump assembly, although no one part can be implicated as the sole contributor in this event. All MDR associated with this event: 2122870-2015-00324, 2122870-2015-00325. (B)(6).